Event description:
Product was used to treat an eye laceration below the eyebrow of a patient. Some of the product ran into the patients eye. The eye was bonded shut, the doctor applied ointment and the bond was broken within a half hour. An ophthalmologist was to evaluate the eye and the current condition of the patient is unknown. No further information has been provided on the patient and condition. Product was not returned. No indication of preventive measures being taken prior to use.